Event description:
It was reported to medtronic minimed that the customer requested assistance to pair pump to mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Medtronic have attempted to reproduce the pairing failure with a supervisor timeout on samsung galaxy a35 and google pixel 8 on pump software version 6.7, however, medtronic were not able to reproduce the issue. The software did not adhered to the specified requirements and failed to performed in accordance with the expectations specified in the software requirement and specification document: ""sw requirement doc."" Confirmed: analysis verifies or provides evidence that the issue occurred at the time of the reported event. After conducting an initial investigation, medtronic have found that the main reason for failed connection attempts was supervisor_timeout errors thrown by os, supervisor_timeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds), the main possible causes for that are errors in device bluetooth stack implementation or high level of electromagnetic noise, leading to automatic disconnection with pump or an error message. This issue has been reported multiple times, affecting operational efficiency and causing disconnection in the pairing process. After through investigation on supervisor_timeout errors, medtronic found that during the pairing process, the mobile device sent incorrect data in response to a request for specific bluetooth information (known as gatt characteristics) resulting in supervisor_timeout. The esf number that corresponds to the reported issue is: 5233282. This issue is about the pump being unable to pair with the minimed mobile app because the mobile device sent an incorrect response when trying to connect. To assist with the resolution of the issue, medtronic provided the helpline team with the following recommendation to ensure that it is addressed effectively: disable cross-device service in the phone 1. On your android device, open settings . 2. Google , devices & sharing, cross-device services. 2.1 or search â¿cross-deviceâ¿ from settings. 3. Make sure use cross-device services is off or disabled 4. Follow the instructions in minimed mobile app to establish pairing between pump and phone note: once pairing is completed, ensure cross-device services are disabled. Please make sure to try the above steps first and only if those do not resolve the issue, have the patient perform the below: 1. Remove the mobile device from the pump. 2. Check the phoneâ¿s bluetooth settings and ensure there are no previously paired pump devices. If any are listed, select ""forget"" to remove them. 3. Uninstall/remove the mmm app from the mobile device. 4. Restart the mobile phone. 5. Reinstall the mmm app & then make sure bluetooth is on 6. Launch the app and begin the pairing process. Important: since step 4 (restarting the phone) is critical, please make sure to contact the customer using an alternate phone number (not the affected device) or another contact method i.e. Email address. This will allow them to complete the steps without interruption during the call or missing any steps. The helpline has not provided us with feedback regarding whether the recommended steps has resolved the issue and carelink shows no new uploads since ticket creation. In addition, the development team is actively working on finding a permanent fix for this pairing issue, and further updates will be provided as medtronic progress. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.